Event description:
This ra lead was implanted on (B)(6) 2010 and was explanted (B)(6) 2012 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).